Event description:
It was reported that the implant was stripped and that the screw that engages the implant was not threading inside the implant at tooth location 31. It was also reported that the screw originally fractured in 2 unit implant supported bridge and was loose because of broken screw seat on distal crown at tooth location #31. There was no report of patient injury. The implant remains implanted.

Manufacturer narrative:
This report is being submitted to relay corrected and additional information. The following sections are being reported: it was reported that the implant was stripped and that the screw that engages the implant was not threading inside the implant at tooth location 31. It was also reported that the screw originally fractured in 2 unit implant supported bridge and was loose because of broken screw seat on distal crown at tooth location #31. There was no report of patient injury. The implant remains implanted. Brand name: correction: omniloc 3.25x13 mm. Common device name: correction: product code: unknown. Model #: correction: 0610. Concomitant medical products: unknown zimmer screw item/lot # unknown. PMA/510k: 21 june 2019. Type of reportable event: malfunction. The reported device was not received for evaluation. X-rays were provided, however. The reported condition of a stripped implant that was not threading at tooth location 31 and fractured screw could not be confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. A complaint history review was conducted for the reported device item number dating back 12 months for similar incident. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A DHR and complaint history review could not be performed on the concomitant device as the item and lot number are unknown. A complaint history review by item number was conducted for the most common zimmer screw, dating back to 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device is not expected for evaluation as it remains implanted in the patients' mouth. An investigation will be completed, however. Once investigation has been completed, a follow up medwatch will be submitted. Device remains implanted.

Event description:
It is reported that the implant was stripped and that the screw that engages the implant was not threading inside the implant at tooth location 31. There was no report of patient injury. The implant remains implanted.